Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "prognostic value of nt-probnp in patients with primary mitral regurgitation undergoing transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective multi center study, to evaluate the association between nt-probnp and outcomes and explored its additive value to the mitral regurgitation international database (mida) score. Devices mentioned include mitraclip. The article concluded that nt-probnp, but not the mida score, was independently associated with death or heart failure hospitalizations within 3 years in m-teer-treated pmr patients. Incorporating nt-probnp levels into clinical assessment may improve risk stratification and potentially supports earlier intervention at lower nt-probnp levels to optimize outcomes. [The primary author and corresponding author was christos iliadis at university hospital cologne institution with corresponding email christos.iliadis@UK-koeln.de]. The time frame of the study was january 2008 to december 2022. A total of 1382 patients were included in this study, of which 1382 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, coronary artery disease, atrial fibrillation, chronic lung disease, history of stroke, myocardial infarction, and cardiac surgery. (B)(6), unk mitraclip. Peri- and post-procedural complications included death, stroke, cardiogenic shock, bleeding, acute kidney injury, embolism, expulsion, surgical intervention, single leaflet device attachment.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, atrial fibrillation, chronic lung disease, history of stroke, myocardial infarction, and cardiac surgery. Complications reported included death, stroke, cardiogenic shock, bleeding, acute kidney injury, embolism, expulsion, surgical intervention, single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.